Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.

Event description:
It was reported that during implant, the atrial lead exhibited unacceptable threshold and a sensing anomaly. The lead was not implanted.